Manufacturer narrative:
Investigation: a terumo bct technician checked out the machine at the customer site and was able to duplicate the reported condition. The technician inspected the trima device and noted that when the IV pole button was pushed the button would stick. The IV pole button was cleaned and greased. The machine was returned to service. An internal report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: since the cleaning and greasing of the release button has resolved the issue, it is likely that these part was a contributing factor. Correction: field action 30 has been initiated for IV pole falls. Corrective action: an internal CAPA has been initiated to address IV pole falls.

Event description:
The customer reported that the IV pole on the trima equipment would not stay up. The customer stated that no injury occurred with this event. Information of patient (donor) or operator of the device is not known at this time.

Event description:
No injury was reported for this incident and no patient was connected at the time the IV pole was falling down unexpectedly, therefore no patient information is reasonably known.